Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, while firing the device with a blue load and staple line reinforcement, the surgeon observed the tissue ¿pushing forward¿ in the jaws during the firing sequence. After releasing the jaws, a hole was observed in both the specimen side and the patient side of the stomach. The procedure was completed using another device and the surgeon oversewed the staple line with suture and lapra-tys. A leak test was performed and no leak was detected intraoperatively. This event extended the length of the surgery. The surgery was delayed by forty-five minutes. The procedure was successfully completed. There was no patient harm.